Manufacturer narrative:
The manufacturing and sterilization could not be performed at this time since the lot number is unknown. The product was returned and evaluated. One small plastic specimen cup was returned in a plastic biohazard bag. The original packaging was not returned. The part number and lot number could not be verified or determined. The specimen cup contained a mist-yellow irrigation sleeve, a wedge-shaped swab, and a small round particle. Visual inspection found the irrigation sleeve dirty with particulates and dried solutions visible all over it. The small round mist-yellow, colored particle was stuck to the inside wall of the plastic specimen cup. Microscopic examination was performed and found the irrigation sleeve is not torn. The round, disc-like particle appears to be the same color as the irrigation sleeve and is similar in shape and size to the irrigation port holes on the sides of the tip of the irrigation sleeve. The particle has the appearance of the hole punch remnant. This investigation is ongoing.

Event description:
A user facility reported that during two separate cataract surgeries, performed on the same day, the surgeon found a cut from one of the ports from the yellow sleeve in the eye. The surgeon extracted particles immediately when noticed. There were no complications or delays in the surgeries. Only one particle was returned for evaluation.

Manufacturer narrative:
Correction h10: complaint description is consistent with the presence of an irrigation hole punch from the yellow irrigation sleeve associated with this device. Supplier investigation request was issued to the supplier. The supplier has taken actions to resolve the issue. The sir is currently being monitored for effectiveness, with closure expected within q2 2025.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.